Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
Medical records were received from the patient's nurse. Upon review of the medical records it was noted that the patient had epilepsy after an unknown infection which is why the peritoneal dialysis catheter was removed.